Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Hyphema and elevated iop are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Hyphema and elevated iop are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
Following a cataract plus trabecular microbypass stent system procedure, the surgeon reported that patient presented with persistent hyphema, however, the iop was controlled. In addition, the surgeon inquired about treatment options (anterior chamber washout or continue with medication). Through follow-up, the surgeon conferred with glaukos medical monitor who reported that the anterior chamber (ac) washout was not required as the reported hyphema was clearing with appropriate treatment and the iop remained well-controlled. Additional information has been requested.